Event description:
During a device implant procedure, high lead impedance was noted on the atrial lead. The lead was replaced with good electrical measurements. The patient is in stable condition.

Manufacturer narrative:
Upon analysis, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures on internal shorts. X-ray examination of the entire lead was normal. Visual examination did not find any anomalies.